Event description:
(B)(4) - the dentist reported that, 1 month after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 45n.cm of primary stability was achieved and the patient presented bone type IV.

Manufacturer narrative:
Follow up being sent to include additional informations about patient's conditions in field b5. Describe event. It was included the code 1994/pain in field f10 and the code 50 in field h6.

Manufacturer narrative:
The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be sent.

Event description:
(B)(4) - the dentist reported that, 1 month after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed.